Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced an over/under correction. The lens was later exchanged for a same size, different power lens. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: 4110: Work order search - No similar complaints within associated lots were found. Manufacture Narrative: Over/under correction and secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following ICL implantation. Claim # (b)(4).